Event description:
The customer complained that the head was drifting.

Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill rom. The purpose is to determine if this issue has been resolved. To date, no response has been rec'd by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.